Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted the FDA's medwatch program website (report #(B)(4)) to advise that in (B)(6) 2007, patient had the depuy pinnacle components used in a total hip replacement of the left side due to arthritis. Patient reports that since the operation, she has had major pain in the joint area, pelvic and thigh areas. Patient's doctor advised that she had nothing wrong and needed to give it time to heal. **update** (B)(4) 2011 - litigation papers received. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.